Event description:
It has been reported to philips that the system is giving an error of generator is busy starting up, no x-ray is possible. The system was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the generator was failing to start upon bootup. Upon inspection, the fse determined that the generator leds for rail/ready was off and internal power supply(ips) was faulty. The fse replaced the ips unit. After replacement of the ips unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.